Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Revision due to femoral stem fracture.

Manufacturer narrative:
The complaint products were not received for analysis. The condition of femoral stem fracture was confirmed with photos. The components were not returned; however, pictures were provided for evaluation. Components from a similar complaint were sent to a testing lab for additional analysis. The device appears consistent with being in the patient for 14 years. The proximal fracture surface on the neck segment are the change in surface condition at the radius of the neck that may have led to stress concentrations that could induce the crack propagation that ultimately lead to the failure of the device. The occurrence rate is considered "very low" according to the frequency of occurrence ranking scale, the design-related issue associated with this part has been addressed and the occurrence does not indicate any additional design-related issues. The company is not aware of receiving any complaint reports involving another neck segment from this manufacturing lot of 46 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. A review of the device history record for the metaphyseal segment and neck segment showed that the devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of fracture of the neck segment at the distal taper due to fatigue crack propagation. Labeling was reviewed -device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. As part of the preoperative assessment the physician is to account for diseases that will affect the device lifespan, this includes bone disorders and activity. Trauma can also negatively affect the implants. . The patient would have had serious joint maladies to have bilateral hip arthroplasty at such a young age (22yo right, 24 yo left); however, it is not possible to assess without patient clinical information. This device is used for treatment not diagnosis. For the investigation for this event, request have been made for patient and event information. No new information has been provided.

Event description:
It was reported that a patient experienced a fractured left femoral stem that caused pain and revision surgery. The initial left hip surgical date is 14 september 2001. The patient claimed that the hip "fell apart" while he was walking. The devices were implanted with competitor devices. The patient had a right hip arthroplasty done in 1999 (competitor). There has been no additional information provided about this patient or event. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00316, 1038671-2017-00318 and 1038671-2017-00319.